Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self-test. While performing the rewind test, pump error 38 was noted. Pump failed the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to failed rewind test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump error 43 alarm was found in the history files on 03/06/2024 00:17:24.000 and pump error 130 alarm was found in the history files on 03/06/2024 00:16:52.000 due to corroded motor home switch. No pump error 38 noted in the pump history download. Pump was cut open to perform visual inspection and found moisture damage on the home switch. The motor was tested outside of the device on the ngp stb3 and failed which was expected. The following were noted during visual inspection: scratched case, corroded motor home switch, cracked case- corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. Pump error 38 was confirmed during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor issue. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.